Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient's condition of dislocation. These devices are used for treatment not diagnosis. Concomitant device(s): 3661409 188-01-07 - wedge plasma x/o sz 7; 3948635 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups; 4088162 170-36-93 - biolox delta femoral head 36mm od, -3.5mm; 4107738 180-01-56 - nv crown cup clstr hole 56mm group 3; 4121146 180-65-25 - alteon 6.5mm screw, 25mm; 4141231 101-05-30 - 3.2mm drill bit30mm 1pk.

Event description:
It was reported via legal that this female patient's left hip was revised 6 months post op due to dislocation, instability, and the need for lengthening the leg to avoid any leg length discrepancy. Surgeon exchanged the head and liner. No additional information.

Manufacturer narrative:
H6. Additional investigation results-the nv gxl linr, ntrl, 36mm ID, group 3 cups device with serial number (B)(6), is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the recurrent hip dislocations and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The excessive bleeding experienced by the patient was procedure related. These devices are used for treatment not diagnosis. There is no other information is available.

Event description:
Additional information as reported via legal documentation, a patient had left hip replacement surgery on (B)(6) 2016. They underwent left hip revision surgery on (B)(6) 2016, approximately 6 months after their initial procedure. (B)(6) 2016 op report postoperative diagnosis: recurrent left total hip dislocation. Op report states that the acetabular and femoral components were stable. While removing inferior capsule, a large venous bleeder was encountered that lost about 1l of blood before being stabilized. The patient tolerated the procedure well, without complication and transferred to the recovery room in a stable post- operative condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.